Manufacturer narrative:
The devices were returned for evaluation. During evaluation, the sensors failed continuity testing. Broken white conductors at the detector solder joint assemblies were observed. The sensors were tested on a philips mp-40 monitor, which displayed a "sensor malf" error message.

Event description:
It was reported there was an irregular spo2 curve or the sudden loss of the spo2 curve (flat-line) on stable neonates during use of the sensors. It was noted that the led of the sensors would remain on and sometimes flash. The sensors were repositioned; however, this did not correct the issue. There is no report of any patient impact or consequence as a result of the issue.